Event description:
Pt reported having elevated blood glucose values between 3:00 am and 7:00 am. Pt stated, he thinks the infusion device delivers too low amount of insulin. No blood glucose readings were provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.